Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn, confirming the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log related to the reported issue. Functional testing was performed. The dso seal was replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was ripped. Per reporter, the issue was discovered during testing and there was no patient involvement.